Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridge that yielded discrepant results of 0.10 on a pt. Sample collection: (B)(6) 2011, 15:11, sample a: 0.1 ng/ml. (B)(6) 2011, 15:36 repeat sample a: 0.05 ng/ml. (B)(6) 2011, 15:57 repeat sample a: 0.05 mg/ml. No lab method testing performed. The customer states that no cartridges will be returned for investigation. Based on the info available at the time, there were no injuries associated with this event.